Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the cause of the reported unable to straighten was unable to be determined. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
This is filed to report delivery catheter unable to straighten. It was reported that a mitraclip procedure was performed to treat functional mitral regurgitation (mr) grade 4+. An xtw was chosen for implantation. During advancement into the left atrium, m knob and "+" knob were applied. When proceeding from the left atrium to the left ventricle, the delivery catheter shaft retained a banana shape and a curve. The steerable sleeve was able to straighten but the delivery catheter could not. M-knob was applied and the clip was able to be implanted, reducing mr to grade 2+. No additional information was provided.